Manufacturer narrative:
D.4. Medical device expiration date: na. H.3: a device evaluation and or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that erroneous results were observed during use with the bd facscanto¿ ii . The following information was provided by the initial reporter: patient sample checklist: 1. Are there erroneous results on patient samples from diagnostic test? Yes. 2. Was there any delay of treatment due to the issue? No. 3. If patient sample were redrawn, was there any change or delay of treatment? No. 4. Was there any physical harm/injury to the patient due to issue? No. The customer reported the results are not as expected. The qc passed fine. The customer did several cleanings and purges, but problem persists.

Manufacturer narrative:
H.6. Investigation summary: based on the investigation results, the reported issue for the system producing erroneous results was confirmed. Investigation results that were performed on the indicated failure mode were the following : the DHR was reviewed and the instrument met all the manufacturing specifications prior to release. The potential cause for the erroneous results was a faulty sheath regulator. After the replacement of this component and a laser alignment, the instrument was performing as expected. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that erroneous results were observed during use with the bd facscanto¿. The following information was provided by the initial reporter: patient sample checklist: 1. Are there erroneous results on patient samples from diagnostic test? Yes. 2. Was there any delay of treatment due to the issue? No. 3. If patient sample were redrawn, was there any change or delay of treatment? No. 4. Was there any physical harm/injury to the patient due to issue? No. The customer reported the results are not as expected. The qc passed fine. The customer did several cleanings and purges, but problem persists.